Manufacturer narrative:
This lead was explanted and will be returned to boston scientific. Upon receipt at our post market quality assurance laboratory, this lead will be analyzed. When additional information becomes available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed that the distal tip was bent at a twenty degree angle between the helix housing and electrode ring. Resistance and pressure testing was then performed on the lead, verifying the electrical performance and insulation integrity. In addition dried blood/body fluid noted in the helix housing and in the inner lumen in the window area (neck region). No anomalies were observed in the lead function during the testing series. Laboratory analysis confirmed the reported allegation of a damaged lead tip, however, only the outer silicone layer was penetrated/torn. The lead tip, although bent, was not severed from the lead body.

Event description:
Boston scientific received information that during an implant procedure of this right atrial (ra) lead the tip of this lead broke. No adverse patient effects were reported.